Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the waist pack with unknown serial number was not returned for evaluation. A picture provided revealed that the battery pocket strap loop seam had come apart. As a result, the reported event was confirmed. The most likely root cause for the reported event can be attributed, but not limited to, wear and/or improper handling. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received photos due to cracked seams on the waist pack, and it was determined to be out of specification. The waist pack was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.